Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a stent dislodgment occurred. Vascular access was obtained via the leg. The >60% stenosed target lesion was located in the severely calcified left anterior descending artery (lad). This 4.00x20mm promus element plus stent delivery system was selected; however, the device did not pass in the heavily calcified lesion. When pulling the system out the stent became caught on the guide catheter and the stent dislodged inside the patient. It was noted that the stent stayed on the delivery system. The stent was pulled back into the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).